Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's ketoacidosis and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016; checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider. Living with diabetes 9 / page 119. Warning: if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death.

Event description:
It was reported that the patient¿s blood glucose and insulin history is as follows: time, bg (mmol/l)/(mg/dl): on may 5: in the morning, 10/180. The patient started feeling sick and throwing up so much before her boyfriend took her to the hospital. 3:00 pm, 27 to 30/486 to 540. The doctor suspended the pod insulin delivery and placed her on an intravenous insulin therapy for diabetic ketoacidosis. 3:30 pm, 30/540. On may 6: 10:00 am the doctor removed the intravenous therapy from the patient and resumed insulin delivery with the pod with a bolus. 11:00 am, 22/396. 3:00 pm, 25/450. The doctor stated that the pod is not working so they deactivated the pod. They activated a new pod and resumed the treatment with the new pod by giving corrections with the pdm (personal diabetes manager). The patient stayed in the hospital for 3 days from sunday, may 5th at 3:00 pm until tuesday, may 7th. The pod was worn longer than 48 hours on the back.

Manufacturer narrative:
The returned device was evaluated and no issues were seen that would cause a failure to deliver insulin. No issues were seen with the device data that indicate a struggle to deliver insulin. The device was found to function properly.